Event description:
Temperature function on stockert generator failed. Delay of case while switching out to other generator/catheter. No patient harm.biomedical assessment:problem: catheter temperature function failed during case.corrective action/recommendations: confirmed problem. Sent device to biosense webster for evaluation/repair.